Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, the imaging system was experiencing battery issues when the interface (umbilical) cable was bumped. Re-connection of the interface (umbilical) cable resolve the reported issue. The reported issue occurred in a spinal fusion. There was no impact on patient outcome. No additional information was provided.